Event description:
The customer mentioned that there was black coloring on the inside of the pod.

Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be damaged cannula. The damage appeared to have occurred during the mfg process. Lot qualification records were reviewed, and the product lot met all acceptance criteria.